Event description:
It was observed that during the device evaluation, the videoscope exhibited foreign objects on the distal end. There was no patient involved.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. As upon evaluation it was found that the device was cleaned, disinfected, and sterilized (cds) before it was sent in for repair, there were no abnormalities in the accessories used for reprocessing, and the customer wiped/brushed the distal end with clean lint free cloths, brushes, or sponges. According to the customer, the following details regarding the cds process were unknown: what the foreign material was, and whether the customer presoaked the endoscope in the detergent solution. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigations, the event, ¿foreign materials have adhered to the distal cover¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ the instruction manual operation manual, ¿gif-1200n, chapter 3 preparation and inspection¿ describes the methods for detection. ¿ the instruction manual reprocessing manual, ¿gif-1200n, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.